Manufacturer narrative:
Batch review performed on 12 october 2017. Lot 153747: (B)(4) items manufactured and released on 12 november 2015. Expiration date: 2020-11-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to sign of infection. The pathogen is unknown. The surgeon swapped the poly. The surgery was completed successfully.